Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# va09n88, product type: lead. Product ID 3487a-56, lot# v a09n88, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. The outcome was unresolved with no further actions planned. No actions were taken as interventions. The device was interrogated and it showed that some electrodes were out of range, greater than 10,000 ohms. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).